Manufacturer narrative:
The device would not go into and stay in standby mode. As soon as staff would put it into standby mode, it would wake back up and continue with the previous therapy. The customer reported there was patient involvement when the issue was discovered. The staff was switching between bilevel positive airway pressure (bpap) and high flow. The patient was returned to bpap until another machine could be brought to the room. The device was swapped out for another, but no medical intervention was provided to the patient. The customer reported that there was a delay when transitioning to high flow and returning to bpap. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the caller to perform flow accuracy-test 5, 6, 7 per the service manual. The rse provided part identification for the flow sensor assembly. The customer reported that he performed the tests, and failed the first two tests, so he ordered the flow assembly. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed the required performance verification tests.

Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 19feb2021.

Event description:
The customer called into technical support (ts) reporting that the device will not go into standby. Error: disconnect patient. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the caller to perform flow accuracy test 5, 6, 7 in service manual rev k. Suspect it's the flow sensor assembly and to run tests to confirm. The rse provided part ID for the flow sensor assembly.